Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the image guide snake tube coating was peeled off 1 square millimeter or more, control unit was sticky due to water leakage and image output was not observed due to corrosion of the scope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.